Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage and that this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have the device battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device has been explanted. A new device was then implanted. No additional adverse patient effects were reported